Manufacturer narrative:
(B)(4). The stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. However solidified media was evident inside the balloon chamber and the folds were slightly relaxed from their original position on the proximal side. There are no signs that the balloon was subjected to positive pressure and crimp markings are evident across the entire length of the balloon indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found no issues with the hypotube shaft profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. The target lesion severely tortuous and severely calcified distal right coronary artery. After pre-dilation was performed several times an 8mmx2.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The physician gave up and aborted the procedure. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent detachment/separation.